Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for hyperglycemia, with blood glucose over 600 mg/dl. The customer stated that she had been having high blood glucose levels for six days leading up to the event. The customer then mentioned that she had given herself a manual injection prior to going to the hosp but that it had not brought her blood glucose down. The customer also stated that she last changed her infusion set three days before the event and that she uses a quick-set infusion set. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.